Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 28jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen was unresponsive. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 01mar2019. Multiple attempts were made to obtain further information from the customer, however, no response was received. Should new relevant information become available, a supplemental report will be filed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.